Event description:
Pt underwent left total knee arthroplasty in 1998. Pt has had left knee pain for one year and right elbow pain for two years. The pt has an abnormal gait with swollen knees. X-rays shows left patella implant, which is dislodged and the right elbow shows severe degenerative arthritis.